Event description:
A report was received that the patient was experiencing pain near the lead incision site. Patient was administered a shot for pain.

Manufacturer narrative:
Correction to the initial MDR in fields should have been: additional information was received that the patient had lead migration as confirmed through x-ray. The patient will undergo a lead revision procedure.

Event description:
A report was received that the patient was experiencing pain near the lead incision site. Patient was administered a shot for pain.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician did not suspect device malfunction. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain near the lead incision site. Patient was administered a shot for pain.